Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The white modular endo trial head inserter does not work properly; ball bearings don't allow the trial to snap on/or off.

Manufacturer narrative:
Functional test with a depuy mating cup trial confirmed the complaint. Examination found the ball plungers not to function as intended. Previous investigations found poor, repeated cleaning over time may be a contributing factor in loss of ball plunger function along with heavy usage. Review of the (B)(4) found this lot was placed into distribution in (B)(4) of 2011. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.